Event description:
It was reported that the patient underwent a spinal procedure. It was reported that there was cut-out of the cement-augmented cranial screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Blatter, tr, and c josten. In situ cement augmentation of percutaneous pedicle screws - a novel short segment instrumentation system for the osteoporotic spine. Schwarzach: euro spine journal, 2011. P.s421. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.